Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, dissection, and occlusion are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the subject was randomized into the study on (B)(6) 2009 and the target lesion was located in the first diagonal with 70% stenosis and was treated with pre-dilatation using a 2.5 x 15 mm non-abbott balloon dilatation catheter (bdc) and placement of a 2.5 x 12 mm study stent; post dilatation was completed using a 3.0 mm non-abbott bdc. Further angiography revealed a type b dissection distal to the study stent and was treated with placement of a 2.5 x 18 mm study stent overlapping the 2.5 x 12 mm study stent. Additionally, it was noted there was a small occlusion in the stented segment associated with chest pain; medication was given. A non-target lesion in the right posterior descending artery (rpda) was treated with pre-dilatation and placement of a 2.5 x 32 mm non-study, non-abbott drug eluting stent (des) and was post-dilatated. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2011 the subject experienced non-cardiac chest pain. On (B)(6) 2013, 1560 days post index procedure, the subject presented with chest pain associated with shortness of breath and had a nuclear medicine treadmill stress test; abnormal result and the subject was hospitalized on the same day. On (B)(6) 2013 coronary angiography revealed left main coronary artery (lmca): 50% ostial stenosis; left anterior descending (lad) (target vessel): 70 to 80% ostial/proximal stenosis, occlusion noted beyond the diagonal branch; circumflex (lcx): 80% ostial stenosis, small obtuse marginal (om) branch was totally occluded.

Manufacturer narrative:
(B)(4). Event description continued: right coronary artery (rca): 100% proximal rca stenosis; coronary artery bypass grafts (CABG) left internal mammary artery (lima to lad), and saphenous vein graft (svg) to om both patent; svg to rca: 25% stenosis noted at the crux. On (B)(6) 2013, 1562 days post index procedure, the occlusion beyond the 1st diagonal branch was treated with pre-dilatation using a 2.5 x 20 mm non-abbott bdc and placement of a 2.5 x 28 mm xience xpedition stent back to the ostium of the lad; post-dilatated using a 3.0 x 15 mm non-abbott non-compliant bdc with 0% residual stenosis. During the intervention, jailing was noted in the first septal and the subject experienced chest pain. A dissection was noted at the proximal edge of the xience xpedition stent placed in the ostial lad. A second 3.0 x 15 mm xience xpedition stent was placed from the distal left main to the proximal lad; post dilatation with 0% residual stenosis. Additionally, a 50% stenosis in the ostial left main was treated with placement of a 4.0 x 15 mm xience xpedition stent and post-dilatation performed. The subject was discharged on (B)(6) 2013. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The promus stents referenced are being filed under a separate manufacturing report number.